Manufacturer narrative:
H6: the device was further evaluated by ventec, where the reported issues of it delivering lower peep (positive end expiratory pressure) than set, low vte (exhaled tidal volume), and displaying the patient circuit disconnect alarm were confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the ift.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that the device was delivering lower peep (positive end expiratory pressure) than set, low vte (exhaled tidal volume), and was displaying the patient circuit disconnect alarm. There were no reports of patient use associated with the reported issues.